Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was sensing the qrs complex. X-ray confirmed that the lead had dislodgement and had dropped into the superior vena cava (svc). The lead was initially programmed off, then it was revised and remains in use. No patient complications have been reported as a result of this event.